Event description:
Caller alleged false positive results on ckmb, troponin (tni), myoglobin (myo), and bnp on whole blood of 1 patient across several draws. No patient injury reports of invasive procedure(s) or injury.

Manufacturer narrative:
Investigation pending.